Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2017.